Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-001854724

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced hypoxia and ventricular fibrillation that required cardioversion, rvad (right ventricular assist device) and ECMO (extracorporeal membrane oxygenation). It was reported that while mapping and ablating vt (ventricular tachycardia) in the left ventricle, the patient decompensated, became hypoxic, and went into incessant ventricular fibrillation. The patient had to be cardioverted 10 times, eventually an rvad was placed and the patient was put on ECMO. Last known patient status was stable. It was noted that the patient came into the ep (electrophysiology) lab already with an lvad (left ventricular assist device) and low oxygen saturation of 70 at baseline.